Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the listed device for insulin infusion, the adhesive portion did not adhere and the infusion set fell away from patient's body. The home care patient reported their blood glucose levels rose to over 600 mg/dl due to the interruption in insulin therapy. According to the reporter, the product user administered manual insulin injections to correct blood glucose levels. No permanent patient injury was reported